Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultra 2 meter had reverted to the setup mode. The pt indicated that the alleged meter issue started about 2 weeks prior to contacting lfs the same day. Although the pt claimed that she was unable to test during those 2 weeks, she continued to take her byetta medication as prescribed. On the same day, at around noontime, the pt alleged that she developed symptoms of shakiness. She attempted to tests her blood glucose again at that time but encountered the meter setup issue again. The pt administered self-treatment by eating food and drinking a beverage. The self-treatment helped to relieve her symptoms. She denied seeking or receiving medical intervention from a health care provider. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.